Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence at the implanted device pocket site. The implantable cardiac monitor (icm) was visible from the opened incision site of the implanted device pocket. The icm was explanted and replaced due pocket erosion. The patient was in stable condition throughout the procedure.

Event description:
Additional information received indicated that the implantable cardiac monitor was re-implanted and was not replaced.